Event description:
The reporter stated that the stopcock was able to be rotated 360 degrees, which allowed tpn to freeflow to the pt. This resulted in very high blood sugar readings that required insulin to stabilize. It was also reported that the clamp going to the bag was not working correctly.

Manufacturer narrative:
Eight used samples were received and tested for clamp closure. All 8 clamps shut off flow at the 20psi specification. Visual inspection found that 4 of the 8 stopcocks had been turned past the solid stop on the stopcock by the user, which damaged the unit. The stopcock is designed with a solid stop. If the end user turns the plug past the stop, it will either damage the plug by allowing continuous (360 degree) turning or it will "ramp" the plug to the point where the plug will detach from the body. The plug had ramped out of the body on 1 of the 8 units. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was able to confirm the issue of the handle rotating 360 degrees due to user error. The issue of the clamp not working could not be confirmed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.